Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an irritation and abrasion underneath the lifevest electrodes. The patient was given an unknown cream from his physician. The patient's irritation improved after application of the cream.